Manufacturer narrative:
E1 initial reporter facility name: (B)(6)hospital.

Event description:
It was reported that the stent balloon burst. The target lesion was located in the moderately calcified renal artery. A 6.0mmx14mmx150cm express vascular sd stent balloon expandable was prepared and advanced for treatment. During the procedure, the balloon burst at rated pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.